Manufacturer narrative:
Blank display and cracked/damage battery cap not found during testing. The device passed the self test, sleep current measurement, active current measurement and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer received battery cap the insulin pump was still dead. Issue was not resolved by troubleshooting. Customer stated display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.